Event description:
It was reported that during a da vinci-assisted vaginal prolapse repair surgical procedure, the right eye was missing in the surgeon side console (ssc); however, the vision side cart (vsc) displayed both eyes. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to check the led's of the blue fiber cable (bfc) and it was red. The customer would not reseat the connector as the locker was broken. The customer indicated the led remained red all the time. The customer replaced the bfc, still the issue persisted. The tse instructed to perform an emergency power off (epo), but the issue persisted and an error 55 was also displayed. The tse then asked the customer to blow on both male and female connectors on the surgeon side cart (ssc), but it was impossible to activate the second mode. The surgeon decided to continue the procedure with one eye. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The surgeon did not know if he was successfully able to see through the high-resolution stereo viewer (hrsv) and to go into following mode.

Manufacturer narrative:
Based on the claim against the product by the customer noting a vision problem, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that the blue fiber connector (bfc) was damaged and discovered a plastic inside the blue fiber connector. The fse noted that the customer could use the system with another blue fiber connector on the core. The system was tested and verified as ready for use. The affected bfc part #371720-02 involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding a vision problem was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. An event verification confirmed the vaginal prolapse repair procedure was performed on the reported event date (B)(6) 2022 on system sk3526. The probable root cause is attributed to damaged blue fiber connector. No additional actions are currently required given that this issue will continue to be tracked. This complaint is reportable malfunction event due to the following conclusion: the system was in an unacceptable state after the start of the surgical procedure. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.